Event description:
It was reported that the insulin pump alarmed button error and alarm could not be cleared. Customer does not think the device was exposed to moisture or that the buttons were pressed for more than 3 minutes. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Device had cracked case at display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.